Event description:
On october 20, 2006, the lay-user/pt contacted lifescan alleging that a one touch ultra meter would not turn on. The medical affairs specialist (mas) spoke to the pt on october 27, 2006, to obtain/verify info. The pt was unable to test her blood glucose due to the alleged issue on the morning of october 20, 2006. Although she did not know what her blood glucose was, she decided to take her daily morning dose of 44 units "levemir" insulin. In addition, the pt took 10 units of sliding-scale novolog insulin before breakfast and lunch. The pt bases her sliding-scale dosages on her meter readings. Around 2:45-4:00 pm that same day, the pt developed symptoms of having a fast heartbeat and shakiness. The pt immediately ate candy and then called lifescan about a half hour later when her symptoms were relieved. The customer care advocate (cca) was able to resolve the power issue by having the pt reseat the meter's battery. The pt tested herself at that moment and got a result of "109 mg/dl." The pt admitted that she had not changed the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was unable to test her blood glucose. She took insulin without knowing what her blood glucose level was, developed symptoms of hypoglycemia, and took candy to relieve the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.